Event description:
In 2009, the pt reported she has had erratic blood glucose readings ranging from 40 mg/dl to 385 mg/dl over the last 2 days. Her normal range is 100 to 150 mg/dl. She stated that during this same time, the down button on her insulin infusion device has started to respond to presses intermittently. She said she has used the prime to deliver insulin when the button would not respond. She was advised not to do this and was educated on how to use the standard bolus feature. She stated that once while trying to get the button to respond, her device alarmed and e7 (electronic error) which she cleared by removing and then re-inserting the battery. Her current blood glucose is 158 mg/dl which she said is within her normal range. The pt did not require assistance from the healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.